Event description:
It was reported that during a thyroidectomy case when they plugged the emg tube in it was constantly responding and then the tube stopped working. The site rebooted the nerve monitor, reseated the electrodes, and flipped the electrodes on the port. The site changed to a different emg tube and it operated normally. There was no patient involvement. The procedure was prolonged for less than 1 hour.

Manufacturer narrative:
H3: product analysis confirmed that visually, there were no defects in the construction of the device observed by the unaided eye. There were biological contaminants on the cuff balloon and clamp shell when returned. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 33.0 ohms (blue), 68.7 ohms (blue with white stripe), 68.6 ohms (red), and 349 ohms (red with white stripe) in which the red with white stripe electrode was out of specification and would have resulted in the reported event. For further analysis, the tube was manipulated, and all the electrodes were still within specification but the red and white stripe electrode had no reading. A syringe was used to inject 15-cc of air into the cuff and inflated and deflated occurred with no issues. This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.